Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a seizure. The customer's blood glucose level was 73 mg/dl at the time of the incident. The customer was experiencing severely low blood glucose and also went on a seizure. Emergency medical team was called and helped to correct his blood glucose. The customer also reported to have some issues with care link login. The insulin pump will not be returned for analysis.